Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No other complaints were found for the lot number. One non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. On november 8th we have not received sample. Upon receipt complaint will be reopened and updated.

Event description:
According to the available information the patient was operated for prostate resection. The balloon of the catheter burst on rising. Patient was catheterized again but, in the morning, the balloon of the new catheter burst. Patient experienced pain and bleeding from the penis. Patient was re-catheterized with a crutch catheter.

Manufacturer narrative:
Checking the quality databases revealed this type of defect is known and closely monitored. Unfortunately, no sample is available from the customer and we therefore cannot go further than the documentary investigation, which didn¿t reveal any anomaly recorded during production. No similar cases found with ref ab6022 and defect balloon in the past 4 years. The risk evaluation concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.